Event description:
It was reported that the ilet presented an on-device alert to change insulin and the user could not swipe the unlock control, after which a crack was observed on a corner of the device screen; the device was restarted via the mobile app without resolution, and the screen was no longer usable. Symptoms included no injury. Outcomes included the need for replacement and interruption of normal device use, with data reportedly synced prior to shutdown. Investigation included technical support troubleshooting and arrangements for device return and evaluation. Investigation of this case revealed physical damage to the screen with resultant loss of touch functionality. It was concluded that the device experienced screen damage leading to functional impairment of the user interface and necessitating replacement.